Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product.

Event description:
The report suggests that a leak was identified from the smartsite during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.